Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Water solenoid is clogged, twisted handpiece cable, power cord not factory's recommended, water hose does not meet factory's standard.

Event description:
Based on the repair notes the water solenoid was clogged and the handpiece cable was twisted and the handpiece was getting hot; no injury resulted.